Manufacturer narrative:
(B)(4). D10: cat# 650-1160, lot# 3225564, delta cer fem hd 32/+6mm t1. G2: foreign ¿ event occurred in japan. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip procedure, the surgeon tried to loosen the locking bolt on the proximal body and stem to adjust the forward twist. The screw did not turn, so the anteversion angle could not be changed. Another implant was available to complete the procedure with the correct anteversion. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.